Event description:
It was reported that nominal settings for rate response were "too hot" for a patient. Nominals got heart rate to 120 during hall walk, patient says he felt "funny". Rate adjusted and patient felt better. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.